Event description:
It was reported that the device was displaying the charge-pak, wrench and attention icons, and will not power on. This failure was observed during normal device testing. There was no report of patient use associated with this malfunction.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.